Event description:
During case, the screw broke and the surgeon was not able to retreive it from the patient. The screw broke off either in the mandible or maxilla area.

Manufacturer narrative:
Currently the product has not been returned for evaluation. Internal investigation in progress but not yet complete. (B)(4): device not returned.

Event description:
During case, the screw broke and the surgeon was not able to retrieve it from the patient. The screw broke off either in the mandible or maxilla area.

Manufacturer narrative:
The product was not returned for investigation therefore, a metallurgical examination cannot be performed. Based on available information, it was not possible to determine the root cause. As per statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. Device not returned.